Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the cable assembly, blood pressure transducer. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during an training class, the cardiosave intra-aortic balloon pump (iabp) had waveform is incorrect. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.